Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The defib conductor was distorted. Damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that upon implant attempt the lead was placed in the right ventricle. However, due to patient's anatomical makeup, physician decided to use an active-fixation lead instead. Lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon implant attempt, the lead was placed in the right ventricle. However, due to the patient's anatomical makeup, the physician decided to use an active-fixation lead instead. Lead was removed and replaced. No patient complications have been reported as a result of this event.